Event description:
Customer¿s blood glucose (bg) level was displayed as "low"; however, specific value was not provided. Cause was unknown. The customer consumed carbohydrates as a treatment action. Recommendation was made to consult with a healthcare provider regarding diabetes management.